Event description:
Reportable based on device analysis completed on 16nov2018. It was reported that the rotational speed did not increase. The target lesion was located in the severely calcified coronary vessel. A 1.50mm rotalink plus was selected for use. During preparation, it was noted that the rotation speed of the device did not increase. The set operational speed was 180,000 rpm however the maximum speed reached was just 140,000rpm-150,000 rpm. The issue was resolved after replacing the advancer and the procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the distal end of the sheath is damage/torn. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is stretched. The distal end of the sheath is damaged/torn. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.